Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. Treatment was not reported. No further information was provided regarding the patient's outcome from the event. On an unreported date, extraneal and physioneal therapies were discontinued. No additional information is available.